Manufacturer narrative:
H6: 3233 removed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. There was no reported impact to blood glucose. Customer declined troubleshooting with tandem technical support.